Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/30/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. The product was inspected by a qualified inspector using a 12x microscope magnification. The lens was cleaned and no issues were identified. The customer's reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 23.0 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. Post-operatively, a small-like scratch or line was noticed superior and central in the posterior aspect of the iol. The patient also complained of blurred vision and had a best corrected vision of 20/50. In addition. The patient went to see another ophthalmologist for a second opinion and confirmed that there was no other pathology results that would explain the decrease in vision besides the central line in the lens. An explant was performed (B)(6) 2017, and the replacement lens was a non-amo lens. There was an incision enlargement made and a suture used, but no vitrectomy was performed. Reportedly, there was no patient injury post op. No additional information was provided.